Event description:
It was reported that during ICD exchange, the surgeon was not able to connect the svc pin of the rv lead stable to the header. The surgeon tried to fix the screw three times, but than asked for a new device. This event occurred during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Grommet damage and foreign material in the connector header set screw was also noted.